Event description:
It was reported that the micro sagittal saw overheated during a case. A back-up device was used to complete the procedure without patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
The device is available for evaluation but has not been received at the manufacturer. A follow-up report will be filed if the device is received and when the investigation is complete.